Event description:
An emergency room (ER) physician of a male patient contacted lifecor customer support to report that there was blue gel leaking from the patient's electrode belt. He stated that the patient was not shocked. At this time they could not download. A lifecor patient service representative (psr) went to the hospital and replaced the electrode belt. Psr downloaded the system and engineering decided to replace the monitor as a precaution. Psr replaced the patient's monitor.

Manufacturer narrative:
Device MFR date: electrode belt, monitor 2004. Device eval summary: device evaluations of electrode belt and monitor have been completed. The problem was confirmed. Upon further inspection, electrode belt had pins had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. It was retested and then restocked. The misaligned pins probably caused the gel release. Monitor was tested and found to be functionally normal. It was restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt and monitor.